Event description:
Pt was undergoing a coronary stent procedure to left anterior descending artery. Stent was successfully deployed but pt experienced sudden acute coronary spasm with disrupted blood flow to both lad and circumflex arteries (entire left coronary system) immediately upon stent deployment, lasting 90-120 seconds. Pt had sudden EKG changes of elevated st segments, pt was put on intra aortic balloon pump to augment coronary blood flow and transferred to ccu when stabilized.